Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for the past week. He noted that the button feels flat, and does not spring back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that he wears the pump clipped to his pants.